Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 4965-35 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic), non-sustained ventricular tachycardia episodes, noise, high impedance, and low impedance. The right atrial (ra) lead exhibited noise. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.